Event description:
A customer reported bubbles were noted coming from the vitrectomy probe during a procedure. Technical services was contacted and recommended using another probe. The site opted to continue the case without changing the probe and the case was completed with no reported impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).